Event description:
In 2001, a pt with diagnosis of bilateral pneumonia, pulmonary hypertension and pneumothorax in right lung, presented periferovascular changes in abdomen, back in lower extremities. According to these symptoms, it was proceded to remove the umbilical catheter. During the procedure the umbilical catheter broke leaving part of the catheter inside of the umbilical artery of the pt. Because of this, the pt had to be transferred to a cardiovascular center 2 days later, for extraction of the line. Pt returns at this hosp 5 days later, to continue treatment. Pt was discharged 10 days later, in stable condition. Device available for evaluation.